Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed january 10, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use; however the issue could not be resolved. The device was explanted on (B)(6) 2013. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.